Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device was tested three times and delivered a measured volume of 19.9 ml, 20.1 ml, and 20.2 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The device passed the unrestricted flow test, there was no free flow observed. The device history would not download due to an error; however, the alarm log was reviewed on the display which indicated a n250 (door open while pumping) occurred on (B)(6) 2015. Based on the data verified, hospira could not attribute the event to the device.

Event description:
The customer contact reported that the device delivered too fast. At 1715, it reported a heparin drip was set up and witnessed by 2 nurses. The device was programmed to deliver at a rate of 900 units/hr, or 9ml/hr (100 units/ml). No further programing parameters were provided. After 45 minutes, it was reported that the heparin bag was empty. At that time, the device was removed from clinical service. The patient's ptt and heparin assay labs were drawn and found elevated. The patient was treated with 2 doses of protamine 50mg. After the protamine was given, the labs were redrawn. On (B)(6) 2015 at 0250, the heparin drip was restarted. The customer contact reported that the patient did not have any symptoms and was stable before, during, and after the event, and there was no sequelae noted. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the device delivered too fast. At 1715, it reported a heparin drip was set up and witnessed by 2 nurses. The device was programmed to deliver at a rate of 900 units/hr, or 9ml/hr (100 units/ml). No further programing parameters were provided. After 45 minutes, it was reported that the heparin bag was empty. At that time, the device was removed from clinical service. The patient's ptt and heparin assay labs were drawn and found elevated. The patient was treated with 2 doses of protamine 50mg. After the protamine was given, the labs were redrawn. On (B)(6) 2015 at 0250, the heparin drip was restarted. The customer contact reported that the patient did not have any symptoms and was stable before, during, and after the event, and there was no sequelae noted. No additional information was provided.